Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and was unable to confirm video failure; the video image was normal when the cable was connected to test equipment. The camera image quality test was performed and passed. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. This complaint is the result of the reuse of a device reportedly found to be faulty on january 19, 2021 (reported on (B)(4)). The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image was flickering. The customer's biomed isolated the issue to the cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.